Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a low oxygen flow and low oxygen inlet pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issues.